Event description:
Reporter indicated a patient was unable to feel his regular vns stimulation. Upon interrogation of the vns, it was noted the output current was set to 0ma. And 60 minutes off time. This is indicative of a previous faulted systems diagnostics test. The vns settings were adjusted back to the intended settings. All attempts to the reporter for additional vns programming history have been unsuccessful to date.